Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information received indicating that the reason for high pacing threshold was from the lead to tissue interface or a small dislodgement. Further information was received indicating that loss of capture was also observed. This rv lead was surgically repositioned. No additional adverse patient effects were reported.